Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer stated that the hydraulic fluid is leaking from the pump and the consumer hasn't had it for a year. MDR filed.